Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and an obturator sling was implanted. The patient experienced pain, erosion of her internal tissues. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that due to pain and incontinence, the patient had mesh removal on (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2013.